Event description:
This female pt was enrolled in the registry, and admitted for carotid angiographic eval. Angiography revealed an 80% stenosis in her left internal carotid artery. The lesion was 15mm in length and was described as eccentric and ulcerated. The reference vessel was 5.6mm in diameter and moderately tortuous. An angioguard rx was advanced beyond the target site and the 6mm basket was successfully deployed. Pre-dilation was not documented. A 9.0 x 30mm precise rx stent was deployed in the target lesion without complication. The physician experienced difficulty closing the angioguard basket to retrieve it into the capture sheath, but the filter eventually collapsed into the capture sheath and the device was retrieved without pt injury. Upon inspection, there was no debris noted in the filter basket. The device had appeared normal prior to use. The pt left the angiography suite with no neurological deficit. She was discharged the following day.

Manufacturer narrative:
The product was not available for analysis. A review of the manufacturing route sheets for the involved lot confirmed that the device met quality requirements for product acceptance. Angioguard retrieval difficulty is a known potential adverse event associated with implanting carotid stents. The IFU recommends pre-dilation of the lesion if appropriate prior to stent implant and post-dilation if not adequate stent expansion is observed. Review of the available information suggests that vessel/lesion characteristics and/or procedural factors may have contributed to the event.